Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01315. This report is being submitted as additional information. Event date corrected. Approximate age of device- 4 years, 1 month. Manufacturer's investigation conclusion: a correlation between the device and the patient outcome could not be conclusively determined through this evaluation. Although a root cause for the low speed and pump stop events captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. Log file analysis showed the majority of the data shows the system operating on batteries. The hmii instructions for use (IFU) instructs users to connect to the power module when sleeping or when there is a chance for sleep. The IFU also lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was expired upon arrival to the emergency room on (B)(6) 2018. Per vad history review using the system monitor, several pump stoppages over the few days prior were observed. It was reported that the patient always had the lvad on battery support and never on power module support. Reportedly, the patient had not gone to scheduled clinic appointments in over 10 months. The submitted log file was reviewed by technical services and confirmed the pump stoppage. The pump was off for 45 minutes. The patient was asystolic, with no cardiac function upon arrival to the emergency room. The pump was not explanted.